Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine drug, unknown (4 mg/ml at .25 mg/day) via an implantable pump for spinal pain. It was reported that the patient thought the pump may have flipped.  A pocket revision surgery  was performed and the pump was tied down with suture.